Event description:
Event description guidant received information that this 1270 pacemaker and oscor lead exhibited increasing pacing threhsolds and a unipolar impedance >2500 ohms. In additon, the lead could not capture in unipolar configuration at 7.0v. A new device was then connected to the lead and unipolar impedance within the normal range was obtained.